Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information;unable to determine. Source: email.

Event description:
Customer reported one patient had one false positive sars result. The customer communicated the result was suspected to be negative. The customer did not provide the result of the molecular (pcr test). The patient was asymptomatic (off-label use).several attempts were made to contact the customer without success.